Manufacturer narrative:
The device was returned for evaluation and was found to be out of specification by 0.0005 on the 0 graft setting, however, this would not affect grafting ability. The device was found to be within specification for the 10, 20, and 30 graft settings. The speed of the reciprocating arm was found to be 5713 rpm. Attempts were made to obtain hospital information; however, no information was available at time of reporting.

Event description:
The air dermatome catalog # 00-8801-001-00, while using 4" blade cutting into patient's skin, laceration occurred.